Event description:
It was reported that a baby developed the pneumothorax whilst on the ventilator when the ventilator was over shooting peak pressure.

Manufacturer narrative:
The investigation is ongoing, the results will be reported in a follow up report. Additional serial #: (B)(4).